Manufacturer narrative:
B5 - an article was received on 13/07/2021 entitled 'diode laser transscleral cyclophotocoagulation causes intraocular collamer lens displacement in pseudophakic eye: a case report'. The article reports elevated iop; pigment dispersion; and loss of visual acuity associated with an icl implantation in a 39 year old patient's right (od) eye. Refractory glaucoma was diagnosed which was controlled with medication and treated with laser tscp. After surgery the anterior chamber became shallow, the icl was incarcerated in the pupil even moving the icl forward. For this an ahmed glaucoma valve (agv) was implanted to control iop and no progression of glaucoma occurred in the next 10 months. Lens remains implanted. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (Device manufacturing date): unk, no serial number reported. Claim # (B)(4).

Event description:
On 13 jul 2021 we received notification of an article published in bmc ophthalmology entitled, 'diode laser transscleral cyclophotocoagulation causes intraocular collamer lens displacement in pseudophakic eye: a case report'. The article reports elevated iop and loss of visual acuity in od after icl implantation. A refractory glaucoma was diagnosed and the iop was controlled with medication. Patient received laser transscleral cyclophotocoagulation (tscp) to treat glaucoma causing icl to move forward which increased iop again. The iop was finally controlled by implanting an ahmed glaucoma valve. Bcva remained 20/40 and no progression glaucoma occurred in the next 10 months. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.